Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that surgeon ruptured the posterior capsule during hydrodissection. It was also mentioned that there were tags after the capsulotomy. Surgeon performed an anterior vitrectomy and inserted a non johnson and johnson surgical vision lens.

Manufacturer narrative:
Additional information: device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. The review of the device history record (DHR) for catalys system (s/n (B)(4)) showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.